Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Intuitive surgical inc., (isi) received the 8mm monopolar curved scissors (mcs) instrument without any allegations against it. There were no reports of patient injury.